Event description:
It was reported that this right atrial (ra) lead was dislodged. Subsequently, the ra lead was repositioned and remains in service. No additional adverse patient effects were reported.